Event description:
A malfunction was reported on the pump, causing the customer's blood glucose level to exceed a certain threshold, though the specific value of the increase was unknown. The customer addressed the high blood glucose by visiting the school nurse and contacting technical support for troubleshooting. Assistance was provided to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and instructed to call back if any further issues arose. No additional information was received regarding the outcome of the event.